Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had an issue with the catheter that was placed on friday at 5 pm, and shortly after insertion it began to pull out by itself without any external traction. The patient states that the balloon had a hole, caused it to deflate spontaneously, making the product defective and unsafe for continued use. The patient also mentioned having one similar problem in the past, with the same product but it was replaced. The patient uses bd foley catheters and the bd urine collection system. Customer receives only two units per month and normally replaces the catheter every two weeks. Due to the defect, customer was forced to use an additional catheter earlier than scheduled and is now at risk of running out of necessary supplies before the next monthly shipment. The patient is currently recovering from cancer and requires continuous catheterization. Because of the defective balloon and the premature need for replacement, he is requesting an urgent replacement unit to avoid being left without a functioning catheter.